Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the fenestrated forceps (ID cev460) broke at the jaw level during a rectal resection with a robot. The broken part was retrieved.

Manufacturer narrative:
DHR - lot no. 2796621 reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - product was returned and the evaluation verified the complaint as valid. The jaw is broken and the fragment was returned. There is a corroded area at the breakage zone. It suggests that there was a crack prior to the breakage. No manufacturing or material defect was found. Root cause - as no manufacturing defect was detected, the reported event is probably due to the repetitive impacts on the jaws during the reprocessing or the use of the device. The IFU provided with the device requires to: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired".

Event description:
N/a.